Event description:
It was reported that during a prophylactic extraction, the screw at the tip of the right ventricular (rv) lead was not able to be retracted into the lead housing despite multiple rotations. The rv lead also exhibited extensive adhesions along the length of the lead and the rotational sheath was advance nearly to the lead tip before it was able to be removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned in segments. The distal conductor of the lead was extrinsically over-rotated, the svc (superior vena cava) and right ventricular (rv) defibrillation coils became extrinsically fractured due to a cut, the proximal conductor of the lead became extrinsically fractured due to a cut and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: defibrillator (ICD), implanted: (B)(6) 2005. (B)(4).